Manufacturer narrative:
Block h6: imdrf device code a020602 captures the reportable event of distal tip gold component missing. Block h10: investigation results the returned injection gold probe device was analyzed and found that the catheter was kinked at the distal section. In addition, the tip was in good condition and without evidence of detachment or missing component. Electrical inspection also determined that the device is within specification. The reported event of distal tip gold component missing was not confirmed. Additionally, it was found that the catheter was kinked at the distal section. This problem could be due to excessive force applied to the device. Based on all available information, no problem detected was selected as the most probable cause. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, before inserting the device into the scope, a wet gauze was used in the catheter of the gold probe. After wiping, the gold on the tip appeared to be falling off or stripping away from the catheter. The physician did not want to damage the scope or the patient with the loose metal and was unsure if cautery would work with the gold not tightly adhered to the device. The procedure was completed with a new injection gold probe. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, before inserting the device into the scope, a wet gauze was used in the catheter of the gold probe. After wiping, the gold on the tip appeared to be falling off or stripping away from the catheter. The physician did not want to damage the scope or the patient with the loose metal and was unsure if cautery would work with the gold not tightly adhered to the device. The procedure was completed with a new injection gold probe. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020602 captures the reportable event of distal tip gold component missing.